Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently, the peripherally inserted central catheters (PICC) was replaced. On unspecified dates, the male adapter of unspecified tubing sets were connected to the female adapter of the extension tubing sets. The male adapter of the extension tubing sets were connected to the female adapter of the PICC lines and were being used to deliver unspecified solutions. After unspecified lengths of time, the customer contact reported that a crack was noted in the female adapter of the extension tubing sets and reportedly, the PICC line had to be replaced. Though requested, no additional information was provided, including specific event details and the reason for the PICC replacement.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.